Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). Myopotential noise was noticed in an event post lss. The pacemaker system remains in service. Additional information was received indicating the myopotential noise was oversensed. A lead conductor fracture was suspected. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).